Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: the vyaire medical factory service center received the suspect device, a sipap, and evaluated the device. An evaluation of the device did not duplicate the reported issue. The device meets manufacturer's specifications.

Event description:
The customer reported that the pressures on the ventilator were not stable and the unit alarmed when the fio2 was increased. There was no patient involvement associated with this issue.